Event description:
A flexiva tractip laser fiber was returned to boston scientific corporation. This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The device was analyzed and the investigation results revealed that the laser fiber was broken within the connector. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). Investigation results: the returned flexiva tractip laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber body measured 312.5 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 2 mm and had normal degradation. A functional evaluation revealed that the light from the sma connector was distorted, indicating that there was a fracture within the connector. No other problems with the device were noted. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as lot number is unknown. However, a ship history review was performed to identify the most probable lots and a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.